Event description:
Additional information: the patient¿s wife heard the pump alarm 2012-(B)(6), but thought it was just a cell phone.

Event description:
It was reported that the weekend of (B)(6) 2012, a critical alarm sounded. The patient experienced lethargy, altered consciousness and an increase in spasticity and spasms. The patient was seen on (B)(6) 2012 in doctor's office; the pump was alarming. There was a confirmed motor stall in the event logs with no motor stall recovery recorded and stop pump period may exceed tube set message. The patient went to the emergency room. The patient was medically managed until the pump was replaced. The patient was taken to the o.r. For replacement that evening. There was no patient injury and the patient recovered without sequela. It was noted "patient is doing well as far as I know." The pump was delivering compounded baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8711, lot # n160643017, implanted: (B)(6) 2008, product type catheter. (B)(4).